Manufacturer narrative:
Investigation/evaluation: a review of documentation was performed. This included a review of complaint history, the device history record, medical imaging, the instructions for use, and quality control data. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned. A pre-implantation computerized tomographic angiography (cta), implantation angiography, 1-month post implantation cta, and 6-month post implantation cta were provided to the investigation for image review. From the image review, thrombus had developed in both zsle bridging stents by one month. Image reviewer noted that the patient showed a propensity to develop thrombus from a ¿usually innocuous increase in endograft lumen diameter¿. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, risk of thrombus formation can be due to regions of stenosis or narrowing, poor outflow, a hypercoagulable state, or excessive overlap 10 mm above the main body bifurcation. Thrombus formation can occur due to lumen reduction, flow stagnation and patient pre-existing conditions. Based on the investigation evaluation, a possible root cause for the thrombus in the zsle-16-56-zt is procedure-related or patient condition-related. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a zenith iliac branch graft system study patient underwent an endovascular aneurysm repair (evar) procedure with a zenith flex with spiral-z technology endovascular graft iliac leg. There was no reported difficulty deploying any of the devices. A molding balloon was not used. Post stent dilatation was performed on another manufacturer's stent. Angiography revealed patent devices with no kink or endoleak. Core lab evaluation revealed patent devices without kink or endoleak. The patient was discharged from the hospital on (B)(6) 2016 (1-day post-procedure). Follow-up imaging was performed on (B)(6) 2016 (27 days post-procedure) via computerized axial tomography (CT) scan. Devices were reportedly patent and intact with no kink however, type ii endoleak was noted. The patient was started on aspirin therapy on (B)(6) 2017. Additional follow-up imaging was performed on (B)(6) 2017 (202 days post-procedure) via CT scan. Again, devices were reportedly patent with no kink or endoleak. Thrombus formation was noted in the distal right common iliac limb, the left internal iliac and the left common iliac. On the same date, the patient was started on plavix. The treating physician noted that it was unknown if the thrombus was related to the study device. The event was not considered serious. An imaging review dated (B)(6) 2017, of the pre-implantation computed tomography angiography (cta), implantation angiography, and one and six-month post implantation cta provided the following impression. Usually innocuous, abrupt but mild increases in lumen caliber become a nidus for thrombus formation in this patient. The patient demonstrated a propensity to form thrombus downstream. Thrombus development beginning at one month is confirmed in both the right zlse and the left bridging zsle. The thrombus progressed inferiorly by six months. Although not likely flow limiting, its progression would lead to occlusion and its morphology is potentially embolic. Between one and six months, thrombus is confirmed distal to a step off at the trailing edge of the suprarenal stent. The step off was created by mild right sided settling of the suprarenal stent into the sealing stent. The patient had been taking aspirin since (B)(6) 2017 and was started on plavix on (B)(6) 2017. The patient remains in the study. Thrombus formation in the distal right common iliac limb has been captured in MFR. Report # 1820334-2017-00905. The left common iliac thrombus is being captured in MFR. Report # 1820334-2017-03775. The main body thrombus at the suprarenal stent trailing edge is being captured in MFR. Report # 1820334-2017-03776.